Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02961. The patient has four leads implanted; two from each lot. It is unknown which lead was revised, therefor we are reporting on all possible leads. It was reported the patient underwent surgical intervention on (B)(6) 2016. The physician repositioned her right super orbital lead to improve coverage.